Event description:
The patient reported receiving a ¿missing sensor values¿ error message at approximately 12:58 am on (B)(6) 2026. Following this message, the patient¿s blood glucose (bg) rose above 500 mg/dl after approximately 24-36 hours of pod wear. The patient stated that the elevated bg levels persisted for approximately 16 hours before he sought medical attention. The patient presented to the emergency room (ER), where treatment included continued pod use for monitoring after the patient self-administered a correction bolus, along with administration of lantus insulin. The patient remained in the ER for approximately 6 hours. Upon discharge, the patient removed the pod and noted mild redness at the infusion site. The patient also reported having a shoulder injury that interferes with secure pod placement on the back of the arm and causes the pod adhesive to "crumple", which may have contributed to the circumstances leading to medical attention. Additional information was received on february 18, 2026, confirming that that the patient was initially wearing the pod on the abdomen, and during the ER visit, the doctor removed the pod from the abdomen and placed a new one on the arm.

Manufacturer narrative:
B5 was updated to include additional information received on february 18, 2026.

Event description:
The patient reported receiving a ¿missing sensor values¿ error message at approximately 12:58 am on (B)(6) 2026. Following this message, the patient¿s blood glucose (bg) rose above 500 mg/dl after approximately 24-36 hours of pod wear. The patient stated that the elevated bg levels persisted for approximately 16 hours before he sought medical attention. The patient presented to the emergency room (ER), where treatment included continued pod use for monitoring after the patient self-administered a correction bolus, along with administration of lantus insulin. The patient remained in the ER for approximately 6 hours. Upon discharge, the patient removed the pod and noted mild redness at the infusion site. The patient also reported having a shoulder injury that interferes with secure pod placement on the back of the arm and causes the pod adhesive to "crumple", which may have contributed to the circumstances leading to medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported pod communication failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 18.7. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.